Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas plus electronic tool kit (828852) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus electronic tool kit was at setting 5, and after changing the valve setting to 4, it was not showing the updated setting. Another programmer was used and confirmed that it had, indeed, been changed to 4, but was still showing 5. "It is difficult to turn the magnet in this programmer and looks like the top covering has somehow slid a little to the side, making it difficult to turn the magnet to program shunts."